Event description:
On 2/2/1999 following an intravascular procedure an angio-seal device was placed in a pt's groin. Upon deployment it was reported that the collagen plug was deployed into the artery occluding the vessel and resulting in a loss of pulses in the leg. The pt was taken to surgery were the device was found in the artery and removed. As of 4/15/1999 there has been no further report to the MFR of complication or additional pt sequelae.